Event description:
In late 2005 - right shoulder arthroscopic anterior and posterior labral repair. Breg pain care 3200 placed deep in the shoulder. Dose or amount: 200 ml; frequency: 4 ml / hr; route: 014. Dates of use: 2005. Diagnosis or reason for use: right shoulder torn labrum.